Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿arthroprosthetic cobaltism: neurological and cardiac manifestations in two patients with metal-on-metal arthroplasty¿ was reviewed for MDR reportability. The article reviewed two cases of asr xl implants. The first case is captured on a linked pc. Case 2 of 2: (B)(6) male received revision 40 months post previous revision. Initial implantation and specific product related to initial implantation not clarified. One year after post first revision patient harms reported: cognitive decline, vertigo, hearing loss, groin pain, rashes, dyspnea, elevated cobalt (co) levels ranging 23 mcg/l. Intra-operative findings with second revision: metallosis. Product related findings: acetabular cup wear, femoral head wear.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.